Manufacturer narrative:
The device has been returned to the MFR for analysis which is not complete as of the date of this report. A follow-up report will be sent when the analysis is complete.

Event description:
It was reported that during a routine pump replacememt procedure, the catheter was found to be "not patent'. The catheter did not have "good flow". The patient had not had any abrupt symptom issues. The catheter was replaced. The pump was used to deliver lioresal. Add'l info has been requested, a follow-up will be sent if add'l info becomes available.